Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report two emergency room visits due to low blood glucose levels and a seizure. The customer's reading was 35 mg/dl, but was 153 mg/dl at the time of call. The customer treated with food. The customer performed minor troubleshooting and did not find any problems. However, the customer reported a damaged insulin pump and a "crashed" display. The customer also reported a keypad anomaly. The customer declined a replacement device unless she was able to have a smaller device. Nothing was replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and overlay texture damage.

Manufacturer narrative:
The pump passed the delivery accuracy test. Moisture damage was noted on the keypad traces during visual inspection.